Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital -(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. It was unknown if the leak was from the luer lock tip or the area around the tubing. This issue was discovered during preparation. The device was filled with 5-fluorouracil and sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 25, 2022 - august 27, 2022. H10: the device was received for evaluation. Functional testing was performed by filling the device with green colored water. During fill, a leak was observed coming out from the solvent-bonded junction of the tubing and stressmember near the fill port area. The tubing od and the stressmember ID were found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough) and therefore had caused the slow leak. The reported condition was verified. The cause of the condition was due to an assembly issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.